Manufacturer narrative:
Age in years 58 -78. Men n (%) 18 (50) - 18 female. Date of event: unknown/ not provided, article date 2021. Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: exact dates unknown/ not provided, however, bgi surgeries were between 2007 and 2014 explant date: not applicable, no indication the devices were explanted. Telephone number: (B)(6). The glaucoma implants are not returning for evaluation as they remain implanted. Therefore, a failure analysis of the complaint devices cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Citation: vankleij, j. M., islamaj, e., vermeer, k. A., lemij, h. G., and de waard, p. W. T. (2021) the long-term postoperative effect of the baerveldt glaucoma drainage device and of a trabeculectomy on the corneal endothelium. Acta ophthalmologica. Doi: 10.1111/aos.14815 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The below literature article was received with potential complications/aes reported. The long-term postoperative effect of the baerveldt glaucoma drainage device and of a trabeculectomy on the corneal endothelium a cross-sectional, observational study was done to determine whether the postoperative corneal endothelial cell density (ecd) differs between glaucoma patients who underwent baerveldt implant (bgi) surgery and patients who underwent a trabeculectomy (te) over 5 years ago. A total of 70 patients included in the study underwent either trabeculectomy (n=34) or baerveldt implant surgery (n=36). In the bgi group, the patients were implanted with a standard bg-101¿350 implant (advanced medical optics inc) occluded with a 7.0 vicryl ligature (ethicon), and the graft tube covered with a graft of donor sclera was sutured to the recipient sclera with interrupted vicryl 7.0 sutures (ethicon). A running vicryl 7.0 suture (ethicon) was also used to close the conjunctiva and tenon¿s capsule. It was reported that the central and peripheral ecd was statistically significantly higher in the te group than in the bgi group with central and peripheral ecd in the te group of 2285±371 cells/ and 2463±476 cells/mm2, respectively and central and peripheral ecd in the bgi group of 1813±745 cells/mm2 and 1876±764 cells/mm2, respectively. Additionally, the postoperative flare count showed a statistically significantly higher flare value in the bgi group (pre-op: 4.7 photon count/millisecond; post-op: 19.5 photon count/millisecond) than in the te group (11.2 photon count/millisecond). In the bgi group, 23 additional surgeries were performed in 16 eyes: cataract extractions (n=15), second baerveldt implant (n=3), vitrectomy (n=3), and baerveldt revision (n=2). Other jnj products were mentioned but it is not clear to which device the complaints are related to.

Manufacturer narrative:
Corrected data: in the report submitted june 17, 2021 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.